Event description:
Treatment of a large unruptured aneurysm measuring 12mm x 10mm with a neck of approximately 4mm located in the superior hypophyseal segment of the left ica (internal carotid artery). The patient presented with headaches. The patient was placed on aspirin and plavix prior to the procedure. On (B)(6) 2014, the patient underwent pipeline (4.75mm x 14mm) embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil despite rotating the pushwire and using advance deployment technique. The pipeline was removed from the patient and a new device was placed through the existing catheter and successfully deployed. The patient was reported to be doing well and will stay on aspirin and plavix for 6 months. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil and completely open; however, the capture coil and braid were found damaged which may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).